Event description:
User facility representative reports that a patient complained of nausea and was vomiting during treatment. The clinic staff found a kinked arterial line. The patient was sent to the emergency room where hemolysis was confirmed. The patient remained in the hospital overnight for observation. Follow-up with clini con 6-29-00 indicates that the sample was discarded. Questionnaire faxed along with decontamination procedure. Await user facility report. Questionnaire received 7-5-00. The patient's dialysis treatment was completed the next day (after discharge from the hospital) in the outpatient facility without further incident.